Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection of the actual sample was performed, and it was noted that the t-conn housing of the interlink t-conn, non-retractable male luer lock was observed damaged. Also, the interlink septum was observed above the swage ring. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that male portion of the luer lock adapter of two (2) interlink system non-dehp t-connector extension sets was damaged which prevented the connection to catheter hub. This was noticed while connecting during intravenous placement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date/d10: concomitant product: this event occurred on an unspecified date in (B)(6) 2024. D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.